Event description:
It was reported that during attempt to implant the first stent from a trabecular microbypass stent system, the "whole metal wire with all three (3) stents on the tip came out". Per report, when the surgeon attempted to withdraw the wire, all three (3) stents remained in the eye, which were then removed intraoperatively. Reportedly, the procedure was successfully completed using a back-up device with no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot#. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: g2, g3, h3. The device was returned nested in the thermoform packaging tray and no stents were returned. The device evaluation was completed, and the injector's trocar was missing, and the retention finger was observed to be deformed. No other non-conformances related to the reported event were found. Based on these findings, the reported issue was confirmed; however, the root cause of the deformed retention finger was not conclusively identified. MFR# reference: (B)(4).